Event description:
A male patient with a history of CABG, arteriosclerosis obliterans, lung disease, cardiac disease and hypertension, underwent aaa repair in 2006. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. After deployment of all grafts, it was confirmed that the skin of the right lower leg became pale, and a blood flow of the right dorsal pedis artery could not be felt on palpation. A thickening of the internal abdomen and the occlusion of the bifurcation of the right superficial femoral artery by a thrombus were confirmed. The confirmatory angiography confirmed a type ii endoleak from the lumbar artery. A thrombectomy for the right superficial femoral artery was performed. A wait-and-see approach was taken for a type ii endoleak. Four days later, a follow-up was performed. The occlusion of the bifurcation of the right superficial femoral artery by thrombus and the type ii endoleak were not confirmed. In 2007, a follow-up was performed. The occlusion of the bifurcation of the right superficial femoral artery by thrombus and the type ii endoleak were not confirmed. The patient has recovered.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings; precautions, and the correct deployment procedure. Although no evidence exists to contradict the validity of the event, there is no corroborating evidence at this time to consider the complaint confirmed. At this time, we are unable to determine the root cause of the occlusion. However, we have notified the appropriate individuals and we will continue to monitor for similar events.